Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had an ambulatory ventricular fibrillation (vf). Moreover, first two shocks were delivered but was unsuccessful and the third shock had converted the rhythm successfully. In addition, the representative thought that defibrillation threshold (dft) test was not performed during implant. Hence, a dft was then performed in which two attempts were made but was unsuccessful and an external defibrillation was required. Additional information was obtained indicating that external defibrillation was performed and issue was still unresolved. To date, this ICD remains in service. No adverse patient effects were reported.